Manufacturer narrative:
Service engineer (se) evaluated the device at the customer site. Inspection of the batteries and cabling showed no faults. The batteries were replaced, then functional testing was completed. The device successfully passed the testing. A corrective and preventive action (CAPA) has been initiated to further investigate the battery issue. CAPA findings are currently pending completion.

Event description:
The device user (du) reported that the device was slowly discharging power, despite the power cord being plugged into the wall and the power icon being displayed on the screen. It was determined not to turn the rocker switch off and on as a liver was being perfused until more information from engineers was sought. During this time the du moved the plug to a new wall socket and the device slowly started to charge the batteries.

Manufacturer narrative:
Additional investigation indicates these batteries were tested and noted no issues with assembly integrity or functionality.

Event description:
The device user (du) reported that the device was slowly discharging power, despite the power cord being plugged into the wall and the power icon being displayed on the screen. It was determined not to turn the rocker switch off and on as a liver was being perfused until more information from engineers was sought. During this time the du moved the plug to the new wall socket and the device slowly started to charge the batteries.